Event description:
The patient reported that they have not been feeling well since they traveled out of state and they were also concerned if there is a problem with their device. Follow up did not provide additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.